Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Patient details such as age, gender, medical history and reason for the procedure were requested but are not available. Please note that this device is not sold in the us but it is similar to other cordis pta catheters in the lit category.

Event description:
A saber rx 5mm25cm155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation of a calcified lesion in the superficial femoral artery. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis. The patient¿s vessel level of tortuousness was unknown. The rate of stenosis was unknown. The saber pta catheter was delivered to the lesion and inflated when it ruptured. The patient¿s information was unknown. The device has been discarded in the hospital by mistake. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 10 atm. The balloon burst during the first inflation. The balloon catheter did not kink while being used and was easily removed without any resistance. Additional procedural details were requested but were not provided.

Manufacturer narrative:
A 5x250mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation of a calcified lesion in the superficial femoral artery. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness was unknown. The rate of stenosis was unknown. The saber pta catheter was delivered to the lesion and inflated when it ruptured. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was some difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 10 atm. The balloon burst during the first inflation. The balloon catheter did not kink while being used and was easily removed without any resistance. The device was not returned for analysis. A device history record (DHR) review of lot 17620006 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca catheter failure to cross¿ and ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to cross and the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon, especially if there was difficulty crossing the lesion. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.